Event description:
The worst path rptr has ever had. At first few days the pain was not too bad but rptr was hurting a little more each day all over. Rptr got afraid to be alone so they went over to parent's house to stay all night. Rptr slept on couch. Rptr took advil before going to bed but in a little while the advil which helped pain before was not helping. Rptr woke up just aching all over body, even hair ached. Rptr could not move their fingers without awful pain, or toes or anything. Parent called rptr's sibling and they had to "drag" rptr off the couch and up town to the hosp. Rptr would not go through that pain again for any amount of money. Rptr was so crippled up they could not bend their knees to even go to the bathroom. Rptr had to buy a special safety-rail so they could go to the bathroom. Rptr was always strong and healthy. Rptr knows the silicone has made their health worse but cannot prove it. Especially mind is worse. The drs do not really know what silicone is doing to bodies; more time and testing is needed. Rptr really thinks it is drying out joints (cartilage) and the drs are not telling. Permanent mental chemical imbalance of the brain. Rptr thinks it made them so nervous they hear so good they have to wear cotton as ear plugs most of the time (all the time if go outside). Rptr's right breast is still sore (it still burns sometime, not as much). Rptr stays so nervous most of the time.